Event description:
It was reported that the system controller showed a "controller fault" alarm. The patient contacted the hospital and was admitted in clinic for further investigation. A self-test was performed. The event log files were analyzed, and the system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. The system controller (serial number: (B)(6) was returned for analysis in unremarkable condition. Log files were provided and data from the reported event date of 30may2024 was reviewed. At 06:46:51, a controller fault alarm activates due to an lcd_com fault. This controller fault alarm is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested, and when a self-test was performed on the controller, it was unable to pass. The system controller was then connected to a mock circulatory loop and was able to operate the system. The reported replace system controller alarm was confirmed. Further troubleshooting was performed to address this alarm. A test liquid crystal display (lcd) printed circuit board assembly (pcba) was swapped into the system controller, and it was able to function as intended. The components of the affected lcd pcba were then measured using a digital multimeter (dmm). The microcontroller u7 was found to be damaged. Multiple attempts were made to replace this component with the rework station; however, due to the nature of this component, all 64 pins were unable to be reconnected without further damage to the board. No further troubleshooting was performed. Additional provided information stated that the alarm resolved with a system controller exchange. The root cause for the reported event was determined to be an issue with component u7; however, a further root cause as to how this damage occurred was unable to be conclusively determined through this analysis. The device history records reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.